Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported device issue and mitral stenosis. Mitral stenosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the mitral stenosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation with mitral annular and leaflet calcification, leaflet tethering. One mitraclip was successfully implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2022, mitral stenosis was diagnosed on the follow-up echocardiogram. A device deficiency is being reported, however, there was no malfunction or deficiency specified. The account was unable to provide more specifics at this time. Per physician, the event was not serious. There was no unplanned hospitalization, and no medical intervention provided. No additional information was provided regarding this issue.